Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. It was reported that patient needed to find a doctor near them to help with their unit, they could not get the unit to change anymore. No symptoms were reported and no further complications were reported/anticipated. Additional information was received from the consumer 2019-07-30. It was reported the patient cannot get his device to charge anymore and further clarified that his ins "quit charging" and "quit working". The patient confirmed that the insr "charges up", but when he put the insr antenna on his back it wouldn't do anything. The patient further clarified that the insr "just flashed" and "didn't do anything". The patient reported that "pretty much after" the ins quit charging he has been getting a weird burning pain on the right side. The patient further clarified the burning pain is "in front" of the stimulator and stated that this started "about a month ago" and confirmed the burning pain started at the same time that the ins quit charging and working "about a month ago". The patient did not have his external equipment with him on the call. It was recommended the patient call back with his external equipment to complete troubleshooting and the patient declined troubleshooting and stated that he just wants to see an hcp. The patient was redirected to hcp to discuss symptoms/check implant. No further complications were reported/anticipated.